Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had low blood glucose. The paramedics were contacted and transported customer to the hospital. The customer was treated, and then released. Customer's blood glucose at the time of incident was 40mg/dl. The customer's current blood glucose was 214mg/dl. Customer stated the cause of low blood glucose was unknown. Customer does not have the insulin pump to troubleshooting.